Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the reported event likely occurred due to the faulty cable unit which caused a communication failure, resulting in the reported issue (no image). The root cause of the cable unit failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the olympus hd camera head would not display an image. Additional details relating to the patient and the event have been requested, but no are unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The unit was displaying an intermittent image due to a faulty cable unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.